Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Spoke with charge nurse regarding event. States that during reinfusion the saline line became disconnected from the saline side arm. States that this line does not have a luer connector and since this event, they have been taping the connection. Reports that air was pulled into the system and there was an estimated blood loss of>20cc, but states that she does not have all the details. Also, is unsure if suspect device is available. Director of nursing is not available today. To return call tomorrow.